Event description:
Information received indicates the siderail will not remain latched in the raised position.

Manufacturer narrative:
The technician found missing hardware on the siderail (screws, bushings and a bumper). The technician replaced the siderail hardware to repair the bed.